Event description:
Pt with history rectal carcinoma initially underwent placement of implantable venous access port in the left upper extremity in 2000. Left arm swelling developed during saline infusion through venous port. A subsequent study in 08/2001 revealed strain relief portion of the catheter migration and severing of the catheter. It was successfully removed.